Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/24/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 and half years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months,there were five air leaks in (B)(6) and (B)(6). (B)(6) 2019 patient readmitted with hydropneumo for chest tube s/p r mid and lower lobectomy. Treated with chest tube to pneumostat.